Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. E.1: the initial reporter phone was not available / reported. The complaint device was returned and received on 04-apr-2023. The investigation finding is documented below. Investigation summary: a non-sterile 32cm embovac 71 aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. The presence of the hydrophilic coating was confirmed. The body of the device was found to be flattened from 20cm to 24cm from the distal end; this damage is consistent with rotative hemostasis valve (rhv) overtightening. The braided wire was found to be stretched from the distal tip to 14cm from the distal end. The outer diameter (od) of the device in the non-damaged portion was measured and confirmed to be within specification. Further inspection was performed under microscope, and it was found that the braided wire was exposed in multiple sections of the distal half of the device; the plastic layer was noted to have elongation marks where the internal braided wire is exposed. The internal braided wire was noted to be severely stretched but not fractured, however, due to the severity of the stretching, the plastic layer was separated in two. The coating had a torn appearance as a result of the stretching. Residues of reddish material, presumably dried blood, were observed inside the device. The reported issue documented in the complaint in relation to catheter stretching was confirmed based on the appearance of the returned device. The event states that the patient had a very tortuous anatomy and according to the risk documentation, catheter damage is a potential issue that can occur during catheter removal due to anatomical tortuosity. With the limited information available, a conclusive cause cannot be determined, however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. Despite the severity of the damages, there is no indication that the issues reported in the complaint are a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30868313) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) contains the following precautions: carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a device that has been damaged in any way; replace with another large bore catheter. A damaged device may cause complications. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the complaint device, a 132cm embovac 71 aspiration catheter (ic71132ca / 30868313) was irreversibly damaged during a mechanical thrombectomy procedure. The patient had very tortuous anatomy and during the aspiration and removal of the catheter, this [the tortuous anatomy] caused it to become stretched. It was reported that this stretching was ¿perhaps due to an interaction of the cerebase carrier-catheter, damaged the device and hampered the success of the procedure.¿ it was reported that there was an extension of the procedure by a few minutes. The procedure was completed without any patient harm using another procedure set up with competitor devices. On 16-mar-2023, additional information was received. The information indicate that this was an adapt (direct aspiration first pass technique) case. The target was an occlusion in the m1 segment of the middle cerebral artery (mca). The vessels were reported to be tortuous starting from the common iliac artery (cia) to the internal carotid artery (ica). Some acute bends were noted. The device was advanced with a 0.027-inch microcatheter. The information indicated that the patient¿s anatomy was very tortuous, but no excessive force was applied during the advancement of the embovac. More force was needed during the ¿retrieval¿ since it seemed that the catheter ¿got stuck,¿ probably due to the tortuous anatomy. The complaint device was returned for evaluation and analysis. The product investigation completed on 11-apr-2023. Based on the completed product investigation, this event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿.